Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was also reported that the left ventricular lead had high thresholds. The lead was capped, but not replaced as the system was downgraded from crt-d to an ICD. It was also reported that the device had hit elective replacement earlier than expected. The device was replaced with an ICD. No further patient complications were reported as a result of this event.